Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm reviewed the logs and found no errors. The iabp was tested and it operated normally. The stm opened the unit and checked all harnesses and connections, reseating all power connections, there were no issues found. Excessive moisture was cleared and the crm was confirmed to be functioning. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The stm left the iabp running in the biomed department and the biomed reported the unit had shut off with the power switch still in the on position. The stm had the customer restart the iabp and run it for the rest of the day then shut it down overnight. The stm then returned and found that the unit was off (power switch on), there was ac power, the battery light was lit, the power supply fan was running, but there was no hour meter displayed and there were no dc voltages coming from the main power supply. The stm replaced both the power supply and the solenoid driver board to resolve the issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unexpectedly shut off. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unexpectedly shut off. No patient harm, serious injury or adverse event was reported.